Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach in a patient with a pre-existing condition that included right pleural effusion, a large liver mass and a mass in the right colon. An attempt to manipulate the filter into a successful opening via a jugular percutaneous approach was unsuccessful, as the liver mass created compression in the cava, and the physician could not advance to the implant site. Although the physician wanted to send the patient to surgery for a vena clip, it was decided the patient was not a good surgical candidate. A decision was made to resume treatment with an anticoagulant and monitor the patient for a few days before surgical placement of a vena clip. Co was informed the patient expired four days post filter placement for an unrelated, pre-existing condition. User technique and/or patient condition may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."